Manufacturer narrative:
Device is a combination product. A promus element, mr, ous 2.75 x 28 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage. Stent struts were noted to be lifted and pulled distally on the proximal stent struts rows. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed signs of damage. The tip appeared pinched towards the distal edge of the tip. This type of damage most likely occurred during handling the device. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17may2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 80% stenosed, 28x2.75 target lesion located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.75x28mm promus element drug-eluting stent was advanced but could not navigate through the lesion. The procedure was completed with a different device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.